Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump had a blank display. The customer's blood glucose level was 300 to 400 mg/dl at the time of the incident. The customer's current blood glucose level was 434 mg/dl. The customer was assisted troubleshooting for blank display. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify error message due to blank display. Device received with corroded motor home switch.